Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a failure code 807:01 was confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. A labeling review was completed and use/user error was not suspected.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a failure code 807:01, which interrupted delivery on (B)(6) 2011. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague p1.5(6.63.92).